Manufacturer narrative:
Device evaluated by MFR: investigation completed on the returned device. The shaft, collar, and tip were microscopically examined. There was a kink 6.8cm distal of the collar. The collar was damaged with the shaft pulled out and slightly twisted at the entrance of the collar. The damage to the collar was consistent with interaction with another device, causing the collar to be damaged. Functional testing was performed by inserting a 4mm test stent delivery system (sds) into the guidezilla ii. The sds was able to be inserted into and through the collar; however, there was resistance at collar and kink. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 26-feb-2019. It was reported that the guidezilla had resistance when inserting in the guide catheter. A 6f guidezilla ii guide extension catheter was selected for use in a moderately tortuous and severely calcified target lesion. During the procedure after blood vessel puncture, the physician attempted to deliver a non-bsc stent, but there was severe resistance felt in the guidezilla ii. The physician removed the guidezilla ii and replaced it with a new guidezilla ii to complete the procedure. There were no patient complications reported. However, device analysis revealed that the collar was damaged with the shaft pulled out and slightly twisted at the entrance of the collar.